Event description:
It was reported that an access extension tube had a brown particle inside the male luer. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. Visual inspection was performed and embedded particulate matter was observed in the two-piece luer lock body. The cause was determined to be due the equipment during the manufacturing process. A CAPA has been initiated to investigate the particulate matter. The issue was communicated to the technicians and operators. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.